Event description:
It was reported to boston scientific corporation that a advantage implant was implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: eep; pain inter; aggrav incont; psych; surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: division of vaginal tape, cystoscopy (mbs codes 36812, 37340). On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of exposed suture in vagina, urethral dilation (mbs codes 35557, 35630). On (B)(6) 2021 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: urethral synthetic sling division/removal, cystoscopy (mbs codes 37340, 36812).

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.